Event description:
The user facility reported a 50-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was being weaned for explant when the impella cp motor stopped. The clinician attempted to restart the impella at p2 but was unsuccessful. The impella was explanted.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. According to the clinical, a pump stop occurred on the fourth day of treatment. Multiple restart attempts and an aic change did not resolve the issue. Product evaluation electrical testing confirmed one open motor cable line. Upon further inspection the white motor cable line appeared to be kinked and showed evidence of necking. The motor cable damage was located within the red handle on the catheter side. Log analysis confirmed alarm 115 and an immediate pump stop with no prior motor current spikes. The cause of the pump stop is an open electrical line. Most likely due to excessive force as there were signs of necking.